Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section cover adhesive detached, connecting tube wrinkle, light guide protector scratched, suction cylinder shaved, switches 1 scratched, angulation lower than standard, angulation played, distal end cover scratched, light guide lens scratched, and forceps elevator had foreign material. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis exera ii duodenovideoscope had low angulation and free play in up/down and right/left direction in the control knob. Upon inspection and testing of the customer returned device, foreign material was found in the forceps elevator of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material could not be identified, and the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to handling as the user did not reprocess the device immediately after procedure. The event can be prevented by following the instructions for use (IFU) which state: 3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet. 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.